Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia and insulin pump as treatment and noticed that the infusion set tubing was detached after they woke. Customer blood glucose level was over 547 mg/dl. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Troubleshooting was performed and customer confirmed of used the minimed 670g system with the auto mode/smartguard feature actively at time of high blood glucose event. Customer was also advised the insulin, reservoir, and infusion set will be replaced. No product was expected to return for analysis.